Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 22-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of fatigue ("extreme fatigue"), colitis ulcerative ("flare up of ulcerative colitis") and autoimmune disorder ("autoimmune disease") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fatigue (seriousness criterion medically significant), arthralgia ("joint pain"), memory impairment ("memory problems"), alopecia ("loss of hair"), colitis ulcerative (seriousness criterion medically significant) and autoimmune disorder (seriousness criterion medically significant). At the time of the report, the fatigue, arthralgia, memory impairment, alopecia, colitis ulcerative and autoimmune disorder outcome was unknown. The reporter provided no causality assessment for alopecia, arthralgia, autoimmune disorder, colitis ulcerative, fatigue and memory impairment with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-oct-2018. The most recent information was received on 30-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of fatigue ("extreme fatigue"), colitis ulcerative ("flare up of ulcerative colitis") and autoimmune disorder ("autoimmune disease") in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fatigue (seriousness criterion medically significant), arthralgia ("joint pain"), memory impairment ("memory problems"), alopecia ("loss of hair"), colitis ulcerative (seriousness criterion medically significant) and autoimmune disorder (seriousness criterion medically significant). At the time of the report, the fatigue, arthralgia, memory impairment, alopecia, colitis ulcerative and autoimmune disorder outcome was unknown. The reporter provided no causality assessment for alopecia, arthralgia, autoimmune disorder, colitis ulcerative, fatigue and memory impairment with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 30-oct-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.